Event description:
It was reported that the tray containing the catheter foley ¿ complete care with temperature sensor, silicone 16fr, and a 350 ml urine meter was used on the patient. The tray stated that it had sterile water in the syringe; however, the syringe was present without a cap and did not contain any sterile water and it was empty. Another staff member had to go and get sterile water, which delayed the procedure.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tray containing the catheter foley ¿ complete care with temperature sensor, silicone 16fr, and a 350 ml urine meter was used on the patient. The tray stated that it had sterile water in the syringe; however, the syringe was present without a cap and did not contain any sterile water and it was empty. Another staff member had to go and get sterile water, which delayed the procedure.